Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a postoperative infection and was treated with antibiotics. The infection was healed and patient had fully recovered. No further information could be obtained despite good faith efforts.